Event description:
It was reported when using the bd needle 18ga 1in blunt fill sla, the device experienced mix of product types in a pack. The following information was provided by the initial reporter. The customer stated: customer informs that after the verification it was identified that reference 305243 was billed and reference 300327 was presented. The label on the outside of the box has the reference 305243 and inside the box is the reference 300327.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: photo received for investigation. Upon visual inspection, it is possible to observe the mixed product. The label outside the box displayed catalog 305243, batch number 1273461. The product inside the box displayed catalog 300327, batch number 1302608. A device history review was performed for lots 1273461, 1302608 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Routine analysis during production were performed and recorded in the line control plan, no incident was observed. Additionally, the investigation was conducted in the packaging process, in the shipping and looping areas, and it is possible to prove that the lots were not in the factory at the same period. Therefore, it is not possible that the mixing had occurred during the manufacturing process. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported when using the bd needle 18ga 1in blunt fill sla, the device experienced mix of product types in a pack. The following information was provided by the initial reporter. The customer stated: customer informs that after the verification it was identified that reference 305243 was billed and reference 300327 was presented. The label on the outside of the box has the reference 305243 and inside the box is the reference 300327.